Manufacturer narrative:
Technical services evaluated the returned product for the flickering/loss of image issue. No problem could be found. Additional part used: glidescope avl monitor: catalog: 0570-0314, sn: (B)(4).

Event description:
The customer reported that during a patient procedure, using a glidescope smart cable with avl monitor, the image was flickering and goes blank during use. No delay in the procedure. Unknown use of a back-up device was reported. No harm to patient or user was reported.